Event description:
It was reported that during the procedure, the physician tried to resheath and remove the subject coil from the patient¿s anatomy; however, the subject coil was stretched and broken. The physician was able to remove the broken coil using a stent retriever from the patient anatomy. Another coil was used to complete the procedure. No known patient consequences reported.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the main coil had detached due to a break at the detachment zone and the main coil was returned attached to the stent retriever and the coil was tangled. Functional testing could not be performed due to the damage noted to the device. In case of this complaint, the device was confirmed to be in good condition prior to use and there is no indication of a user error. The main coil was advanced without difficulty and is likely to have been damage during retraction of the main coil into the micorcatheter resulting in the reported events; therefore, an assignable cause of procedural factors was assigned to the as reported issue 'main coil broken/fractured inside patient' and to the as analyzed issue 'main coil prematurely detached/separated inside patient', as the issue is associated with a product that meets stryker design and manufacture specifications and was used according to the direction for use (dfu) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
It was reported that during the procedure, the physician tried to resheath and remove the subject coil from the patient¿s anatomy; however, the subject coil was stretched and broken. The physician was able to remove the broken coil using a stent retriever from the patient anatomy. Another coil was used to complete the procedure. No known patient consequences reported.